Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient who was receiving baclofen of an unknown concentration at an unknown dose rate via an implantable pump for intractable spasticity. It was reported that the patient had an appointment scheduled for (B)(6) 2019 that they did not show up for. When the company representative arrived at the appointment, the patient¿s nurse practitioner (np) informed them that the meeting was to discuss with the patient his pump therapy. At the previous pump refill, there had been more drug in the reservoir then what the report indicated there should be in it. A dye study was completed previously by the physician and the np and no abnormal findings were indicated. The np requested that a company representative be present at the refill and to discuss with the patient; however, the patient did not show up and the appointment was rescheduled for (B)(6) 2020. The patient was upset due to more fluid in the reservoir than expected. The issue was noted as having been occurring for the last few refills. The date of the event was unknown. The clinic did not have the actual records of the expected reservoir volume versus the actual reservoir volume. The hcp told the company representative that they could not tell from the dictation as it was not clear. It was further noted that the hcp had performed a rotor and dye study, so this was not the first occurrence of the discrepancies. The patient was not having any therapy issues, just the financial aspect of money being wasted with the drug being wasted. No patient symptoms were indicated. They were questioning why there would be reservoir discrepancies and what a normal variance would be. The company representative planned to confer with the hcp. Environmental/external/patient factors that may have led or contributed to the issue were unknown. The issue was not resolved at the time of the report. The patient was without injury regarding their status at the time of the report. No surgical intervention occurred, and it was unknown if surgical intervention was planned. Other medications (oral, etc.) The patient was taking at the time of the event was unable to be obtained. The patient¿s weight and medical history were unknown. Additional information was received from a consumer and hcp via a company representative on (B)(6) 2020. Regarding the previous refill for the patient, the physician¿s / np¿s stated their last note indicated a discrepancy of expected amount of 3 ml and 8 ml having been removed. It was further noted that their previous dictation stated a discrepancy; however, no amounts were listed. At today¿s [(B)(6) 2020] refill, the expected amount to remove was 1 ml with 5 ml actually removed. The np and the physician spoke with the patient and a change in programming infusion was agreed upon. The patient was changed from a flex programming of baclofen to a simple continuous dose. The patient verified that there were no complaints for his therapeutic effect; however, he did have an occasional increase in spasticity but nothing that was noticeable of change since his spinal injury and initial pump placement. The patient¿s main concern was with the concept of medication being ¿wasted¿ from his pump due to him being a self-pay twice a year. The patient, np and physician planned to monitor the current pump settings and revise their plan of care at that time. No further patient complications have been reported as a result of this event.